Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported patient had rv lead noise. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the lead tip measuring 62.5cm was returned for analysis. Internal insulation abrasion under the rv shock coil was noted at 6.0-6.2cm from the distal tip. The etfe coating was abraded at this location.